Event description:
The 3.00 x 13mm cypher stent did not cross the target lesion. There was no injury reported. No additional info was given.

Manufacturer narrative:
During a percutaneous coronary procedure of an unknown lesion with unknown characteristics, a cypher 3.0 x 13mm stent deployment system (sds) failed to cross the lesion. There was no pt injury and it is not known if the procedure was completed with another product. The sds was returned along with an unknown "y" connector failure analysis. No visual anomalies or cracks were noted on the hub, however, the proximal balloon had a "bump". The distal and proximal struts were opened. This condition (opened struts) has been reproduced when an attempt has been made to inflate the balloon. The crossing profile was measured at the middle section and found within specification. The proximal and distal crossing profiles were not measured due to the stent condition. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported event of distal and proximal strut uplift was confirmed by product analysis. Based upon the info available, it is not possible to draw a conclusion about the clinical relationship between the device and the reported complaint. There is no clear indication this event was design or manufacturing related.